Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. Visually, it was observed that the ratchet was not functional, and the jaws no longer actuated. Upon further investigation it was found that the shear pin inside the handle of the device had failed, eliminating the linkage between the jaw lever and the actuator, preventing functionality of the jaw. This shear pin is a design feature to ensure that in the event that excessive tissue is clamped, the linkage failure will occur within the handle and prevent loose bodies from leaving the device. A batch record review has been and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaint for this lot released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that during a rotator cuff repair, it was observed that the spring inside the customer's expressew iii with hook broke causing the jaws to no longer open and close. The sales rep reported that the device was fired five or six times before they heard an audible snap and the jaws stopped functioning. The surgeon completed the procedure with another like device with no delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.